Event description:
A report was received that the patient underwent an ipg replacement procedure. The patient received the elective replacement indicator or end of life message for the device after two years of use, however the physician indicated that he felt that the device battery should have lasted four years. There were no unusual issues reported for the device. The patient is doing well post operatively.

Manufacturer narrative:
The returned ipg was analyzed and no anomalies were found.

Event description:
A report was received that the patient underwent an ipg replacement procedure. The patient received the elective replacement indicator or end of life message for the device after two years of use, however the physician indicated that he felt that the device battery should have lasted four years. There were no unusual issues reported for the device. The patient is doing well post operatively.